Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue experienced image loss. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely the following led to the malfunction, a root cause could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced image loss. The event occurred during an unspecified procedure under sedation, while the device was inside the patient. There were no reports of patient harm